Manufacturer narrative:
A ge rep evaluated the system and found a loose lug inside the ac power plug and found that the generator batteries were failing. Ge rep tightened the lug, replaced the batteries, and performed an operational check on the system. System is operating as intended.

Event description:
It was reported that the system generated "charger failed" and "regulator failure" messages. No pt injury was reported.